Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping thought to be coming from their device. It was noted that the patient had been wearing a magnetic bracelet for wrist pain. A boston scientific technical services (ts) consultant discussed magnet programmability and magnet response with this device. The local area sales representative was contacted for additional information, but was unable to provide additional detail at that time. Additional information was provided that the device was explanted approximately four years later due to normal battery depletion and was returned for analysis. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.